Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, the customer filled the cartridge with additional insulin and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.